Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a surgical procedure. Post procedure check revealed the device was operating as expected. Noise was noted from the time of the procedure. The noise was oversensed and did result in pacing inhibition. No adverse patient effects were reported.